Event description:
A malfunction alarm was reported with no notable events occurring prior to it. Blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact to the customer¿s blood glucose level. Technical support provided information to reset the pump, assisted the customer with the reset, and advised them to call back if the malfunction recurs. The customer understood and acknowledged the instructions, and was informed they could continue to use the pump.